Manufacturer narrative:
Unit received with no button response due to flattened (escape and act) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to verify unexpected battery power loss and perform displacement test, idle current test, run current test, self test and off no power test due to no button response. No battery out limit alarm noted.

Event description:
The customer reported via phone call that their insulin pump had battery out limit alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.